Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is tissue pad being returned with rest of device for follow up. Or was tissue pad discarded. Also, the lot number provided, m91fsw, was not a valid lot number in aqr. Could you please check the lot number to determine if the number that you provided was the correct lot number: the tissue pad was peeled off while using the device. So returning the device without tissue pad.

Event description:
It was reported that during an unknown procedure, in the first usage, the tissue pad melt down and was in the surgical field, smoke as present during the time and tissue was not transected. Surgeon removed it and completed the procedure using bipolar. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m91f59. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the condition of the device, we are unable to investigate further the tissue effect issues. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reported smoke was generated by the tissue pad being melted. The batch history records were reviewed with no anomalies noted during the manufacturing process.